Manufacturer narrative:
Stryker further evaluated the reported issue and identified the lid switch designated, sw5, was stuck in the open position, which the device interpreted as the lid switch closed. Stryker archived the device.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid is open. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
The customer was provided with a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid is open. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid is open. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.